Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Testing was unable to duplicate the complaint. Meter was not returned with the pump. The pump was exercised for 24hrs; no unprogrammed boluses were delivered or recorded in the pump history during this time. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) that read "high" on meter with symptoms of dehydration, nausea, and headache. During troubleshooting, the reporter alleged that extra bolus records were present in the history. The cause of the extra record was not determined. ( unprogrammed bolus at 520 pm (B)(6) 2015). The patient refused to return the pump and continues on pump therapy. This complaint is being reported as the issue of the extra bolus records was not resolved and the patient had hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.